Event description:
It was reported downstream occlusion sensor seal was damaged before infusion. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported problem was duplicated. Performed no disposable alarm testing of pump as per procedure. Verified downstream occlusion sensor seal during visual inspection. Found multiple high alarms displayed: downstream occlusion in event log, recommend replacing downstream occlusion sensor as preventative measure. Root cause is unknown. Replaced downstream occlusion sensor and seal. A non-conforming report was opened to investigate downstream occlusion sensor seal issue.